Manufacturer narrative:
On 21.09.2023 it has been reported that the receiver has been used for 3 years without replacing. This is much longer than the recommended practice. The patient reported that the broken receiver was returned to the provider, however the manufacturer has not received the device for analysis. Supplemental reports will be submitted upon availability of further information.

Event description:
Hcp has reported that on saturday, (B)(6) 2023, patient's left receiver broke off and remained in the ear canal. The patient had the part removed from the ear at emergency room. Due to receiver being attached to the cerumen in the ear, there was some bleeding following the removal. Patient has been given antibiotic drops for several days. The patient was seen by the hcp monday, (B)(6). Hcp confirmed that the ear looked good and has replaced the broken receiver. Patient has been wearing hearing aids successfully without further issues. This is an initial report. Supplemental reports will be submitted upon availability of further information.

Manufacturer narrative:
Reported receiver is discarded and is not available for analysis.

Manufacturer narrative:
(B)(6) a labelling update has been initiated to indicate the service life of the receiver in the accompanying documentation. This is the final report.